Event description:
It was reported that the patient presented in clinic. Interrogation revealed that the patient experienced an episode of non-sustained ventricular tachycardia (vt) due to the implantable cardioverter defibrillator's sync av plus algorithm causing the device to inappropriately deliver low voltage output, resulting in pacing on a t-wave. The vt was noted to self-terminate. Programming changes were made. The patient was stable.